Event description:
It was reported that the customer experienced a blood glucose (bg) level between 350 and 400 mg/dl, a loss of consciousness, and a fall resulting in a fractured vertebrae. Reportedly, the cartridge ran out of insulin and customer did not change cartridge due to "brain fog" and dexterity issues. Additionally, customer was using humalog supplies for over 48 hours. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. Per the tandem user guide - always check that your cartridge has enough insulin to last through the night before going to bed. If you are sleeping, you could fail to hear the empty cartridge alarm and miss part of your basal insulin delivery.